Event description:
Update (B)(4) 2013 - medical records were obtained. Medical records indicate patient was revised due to a retroverted acetabular cup and metallosis. The information received does not change the MDR decision. The complaint was updated on: (B)(4) 2013.

Event description:
Litigation papers allege pain, discomfort and elevated levels of cobalt and chromium.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation. The complaint is considered closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.